Event description:
It was reported that during a pci procedure, a maverick2 monorail balloon ruptured. The lesion was located in the calcified, 90% stenosed left anterior descending (lad) artery. The balloon ruptured on the third inflation at 12 atms. The first two inflations were to 6 atms and 12 atms respectively. The procedure was successfully completed with a quantum maverick 3.0-8 balloon and 2 stents. There were no reported patient complications. Patient status listed as "good".